Event description:
Customers stated that after insertion of the catheter to release air trapped in lung space, that staff felt there was a leak in the connection from catheter to syringe. Connections checked and were tightly fitted. Product destroyed. X-ray post procedure still showed patient had a pneumothorax. Inserter was highly skilled and regularly placed these catheters.

Manufacturer narrative:
(B)(4) follow up emdr for manufacture evaluation. The lot number was unknown on this complaint, therefore we are unable to perform a device history record review. No complaint sample was provided for evaluation. Consequently, the investigation was not able to confirm the reported failure mode based on a complaint sample evaluation. The device history record review did not identify any manufacturing issues which might have contributed to the failure mode. Additionally, the investigation was unable to confirm the reported failure mode through sample analysis. Since the investigation was unable to confirm the reported failure mode nor identify any potential issues during manufacture of lot # 0001255151 a probable root cause could not be determined at this time .since no probable root cause could be identified, no corrective or preventive actions will be implemented at this time. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Manufacturer narrative:
(B)(4), initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customers stated that after insertion of the catheter to release air trapped in lung space, that staff felt there was a leak in the connection from catheter to syringe. Connections checked and were tightly fitted. Product destroyed. X ray post procedure still showed patient had a pneumothorax. Inserter was highly skilled and regularly placed these catheters.